Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result. I-stat: test: 4:15, time: 4:41, result (ng/ml): 0.23 no repeat. Architect: test: 4:24, time: 5:16, result (ng/ml): 0.02 no repeat. The customer states that the pt went to the cath lab and got an unnecessary cath based on the I-stat result of 0.23 ng/ml. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Preliminary investigation on retains testing is complete and there is no deficiency identified at this time. The full investigation is pending.